Manufacturer narrative:
A getinge field service engineer (fse) was sent to investigate the issue. The fse replaced the muffler with a new one and checked functionality. No maintenance code error appeared. The fse also performed vacuum and pressure calibration. The iabp was handed over in working condition.

Event description:
N/a.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) may require maintenance. They used another standby machine. There was no patient involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h6 (component codes), h10. Additional information: e1(event site postal code: (B)(6)). Contact person phone number: (B)(6). A getinge field service engineer (fse) checked the machine and replaced the pim with stand by part. Checked functionality found ok. Observed no catheter restrictions alarm but found iabp may require maintenance error and observed vaccum set point going beyond 300. Found sm1 filter defective, needs replacement of same with new one. Presently iabp working with out any errors. Fse replaced the muffler with new one checked functionality no maintenance code error appears .done the vacuum and pressure calibration. Found ok. Handed over the machine in working condition. Replaced the new pneumatic interface module (pim) assembly with new one,checked functionally found ok. Handed over the machine in good working condition.

Event description:
N/a.